Event description:
A notification was received via abiomed's long-term outcome and quality indicator impella registry regarding a patient that experienced respiratory failure and cardiac tamponade; both with a "possible" relationship to the impella 5.5 device. Day of the impella 5.5 implant the patient experienced respiratory failure. Day two after start of support, the team was notified for increased impella 5.5 flow, tachycardia and weakness. Epinephrine drip rate was increased and 1g calcium carbonate and 1l bolus fluid given for hypotension. Stat echocardiogram showed cardiac tamponade with large pericardial effusion. Patient returned to operating room for pericardial evacuation. After the surgery, the patient¿s blood pressure trended upward and became hemodynamically stable. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer as it may have been discarded, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the cardiac tamponade and the respiratory failure has been completed. No product was returned for investigation. The cause of the cardiac tamponade was not determined since product was not returned and there is a lack of clinical information. Without clinical details, the root cause of the respiratory failure could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.